Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient whose pump was used to deliver morphine (30 mg/ml at 3 mg/day). The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that the patient is experiencing similar symptoms as before and there was a large volume discrepancy on friday. The expected reservoir volume was 16 ml and the actual was 10 ml. It was noted that the patient had withdrawal symptoms as opposed to overdose symptoms. Dye and rotor studies had been done on friday and everything was normal. The doctor was suspecting that the patient was removing drug from the pump. On (B)(6) 2016 the rep reported additional information. The patient had experienced increased pain and the patient felt like it had ants crawling on their skin.

Manufacturer narrative:
Device code no longer apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the patient experienced an infection in the pump pocket. The hcp felt the patient was accessing their pump. The pump was explanted on (B)(6) 2016. At explant, the expected residual volume (erv) was 14ml and the actual residual volume (arv) was 0ml. No diagnostics or troubleshooting were performed. The patient's status at the time of the event was stated to be alive with no injury. The pump was to be returned to the manufacturer.